Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 11.3 cm from the connector pin exposing the proximal coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right atrial lead exhibited capture and sensing anomalies. An insulation breach was noted. The lead was removed and replaced.